Event description:
It was reported that patient experienced infusion set tape was not adhering properly which led up hyperglycemia event on (b)(6) 2026, which was treated with MDI.

Manufacturer narrative:
MDR 3003442380-2026-57293 / Initial 5 of 6. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545, Manufacturing Site: 3003442380.